Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted two days after implantation surgery due to a basal fold over of the electrode. Reportedly electrode insertion was difficult. In addition three to four channels were found extra-cochlear during explantation surgery. In addition in situ measurements showed one channel with hi status due to undetermined reasons. This is a final report.

Event description:
The device was explanted as the electrode showed a fold-over in the basal section. 3-4 electrodes were extra-cochlear at explantation. Reportedly, there is neither a malformation nor ossification visible. However, the insertion was reported as not easy.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted as the electrode showed a fold-over in the basal section. 3-4 electrodes were extra-cochlear at explantation. Reportedly, there is neither a malformation nor ossification visible. However, the insertion was reported as not easy.